Event description:
Related manufacturer reference number: 2017865-2024-22317. It was reported that the patient presented with inappropriate low volage output noted on the patient's pacemaker due to atrial pacing and noise noted on the patient's right atrial lead. No intervention was performed. The patient was stable throughout.